Event description:
It was reported that during a lap cholecystectomy, the device was leaking air at the seal. The device was used to complete the procedure by putting a raytec sponge into the trocar. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.